Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses. It was also reported that undersensing was observed on the right atrial (ra) lead and that loss of capture was noted on the right ventricular (rv) lead. The ra and rv lead remain in use. No further patient complications have been reported as a result of this event.